Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated post-procedure follow-up, high capture threshold, high defibrillator impedance, and low sensing on the right ventricular (rv) lead was noted. All pacing and therapies were disabled and the patient was hospitalized. The lead was capped and replaced during a device upgrade. The patient was stable with no adverse consequences.